Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Event description:
It was reported that the patient experienced a fall.

Event description:
It was reported that the patient underwent an initial right tsa. Subsequently, the patient reported "feeling loose and unstable" and that the implant was "rocking". As a result, the patient underwent a right shoulder revision approximately 3 weeks after initial implantation. No further patient impact reported.

Manufacturer narrative:
D10: 322-10-00 - humeral adapter tray, +0; (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; (B)(6), 320-31-36 - glenosphere, 36mm; (B)(6), 320-35-04 - small posterior augment glenoid plate, right; (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit; (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.